Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unknown error alarm, which was not fixed. Customer stated that the insulin pump had an insulin flow blocked alarm. The user stated the insulin flow blocked has occurred for two months. Troubleshooting was not completed for the insulin flow blocked alarm as the customer declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.